Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast fallen laterally. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Hcp report source was your patient implanted in the united states? Yes. What is your patient experiencing? Capsular contracture. Which side is this happening on? Right. If deflation/rupture was event spontaneous or did they experience any trauma? N/a. Any pre-op scans available? No. If capsular contracture, what is the baker grade? 4. Does your patient have prior history of capsular contracture? No. Will a sharp instrument be used during the removal or to deflate the device? No. Have you consulted with your patient? Yes. How was the matter diagnosed? In office. Request related medical records for auto-immune/generalized illness/bia-alcl does not apply. Implant information: left catalog number 3504004bc. Left serial number (B)(6). Right catalog number 3504254bc. Right serial number (B)(6). Are the devices smooth or textured? Smooth. Did patient have implant replacements: doe in future. Was patient replaced with mentor gel? Doe in future. If implants removed, did the symptoms improve? Doe in future.